Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvis pain/ inter pain"), pelvic inflammatory disease ("pelvic pain/inflammation") and sleep apnoea syndrome ("sleep apnea") in a 30-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, induced abortion, frequency urinary, breast tenderness, breast reduction (back pain) and intrauterine device removal (pelvic pain). Previously administered products included for birth "control": paragaurd from 2009 to 2010; for an unreported indication: ferrous sulphate in 2012, ibuprofen in 2012, promethazine in 2011, vitamin b-650, copper iud and oral contraceptive nos. Concurrent conditions included fever since (B)(6) 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since (B)(6) 2015, gastroenteritis since (B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since (B)(6) 2015, unsteady gait since (B)(6) 2015, incoordination since (B)(6) 2015, malaise since (B)(6) 2015, fatigue since (B)(6) 2015, hypersomnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since (B)(6) 2015, endometriosis since (B)(6) 2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016, ovarian cyst and dysuria. Family history included pancreatic carcinoma (mother), breast cancer (paternal aunt, at age 45), pancreatic cancer (mother) and thyroid cancer (aunt, maternal uncle). Concomitant products included leuprorelin acetate (lupron) for endometriosis as well as intrauterine contraceptive device (paragard) from 2009 to 2010, metoclopramide since 2015, metronidazole since 2014, mirtazapine since 2015, naproxen since 2017 and procet (hydrocodone/acetaminophen) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 18 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickle / nickel allergy") with pruritus. On (B)(6) 2014, the patient underwent tooth extraction ("dental problems : right upper back tooth excised"). On (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia (""abnormally" heavy menstrual bleeding, prolonged menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced the first episode of anaemia ("blood or heart disorder/condition type: anemia") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2015, the patient experienced headache ("headaches / headaches"), depression ("worsening of depression / psychological or psychiatric problems condition: depression") and the first episode of migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue, too tired to walk"). On (B)(6) 2015, the patient experienced the first episode of thyroid mass ("other injury(ies) or complication (s) please describe: thyroid nodule"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain "), back pain ("severe, lower back pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), the second episode of migraine ("migraines"), vaginal infection ("chronic vaginal infections") with vaginal discharge, rash ("rashes"), erythema ("skin redness"), the second episode of anaemia ("anemia"), abdominal pain ("abdomen pain"), uterine inflammation ("inflammation in uterus"), cervix disorder ("cervix messed up"), ovarian disorder ("ovary messed up"), flatulence ("gas pain"), crying ("cried"), feeling abnormal ("wanted to kill my husband"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder hurt"), renal pain ("kidney hurt"), sleep apnoea syndrome (seriousness criterion medically significant), the second episode of thyroid mass ("thyroid nodule"), menopause ("menopause"), depressed mood ("feel sad") and alopecia ("my hair is thinning "). The patient was treated with co-trimoxazole (bactrim), norethisterone acetate (norethindrone acetate), leuprorelin acetate (lupron depot-ped), iron, metoclopramide (reglan), doxycycline, paracetamol (tylenol 8 hour), antibiotics, mirtazapine (remeron), surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, dysgeusia, headache, dyspareunia, depression, rash, erythema, fatigue, weight increased, the last episode of anaemia, vaginal haemorrhage, endometriosis, dizziness, cystitis interstitial and hot flush had resolved and the pelvic inflammatory disease, back pain, menstrual disorder, dental caries, tooth loss, breast pain, the last episode of migraine, vaginal infection, allergy to metals, tooth extraction, weight decreased, abdominal pain, uterine inflammation, cervix disorder, ovarian disorder, flatulence, crying, feeling abnormal, musculoskeletal pain, renal pain, sleep apnoea syndrome, the last episode of thyroid mass, menopause, depressed mood and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, breast pain, cervix disorder, crying, cystitis interstitial, dental caries, depressed mood, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, feeling abnormal, flatulence, headache, hot flush, menopause, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian disorder, pelvic inflammatory disease, pelvic pain, rash, renal pain, sleep apnoea syndrome, tooth extraction, tooth loss, uterine inflammation, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anaemia, the first episode of migraine, the first episode of thyroid mass, the second episode of anaemia, the second episode of migraine and the second episode of thyroid mass to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes (B)(6) 2013: fl hysterosalpingography: essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion. (B)(6) 2015: us pelvic complete with transvaginal: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac. (B)(6) 2015 : final pathological report : left 1.0 x 0.6 x 0.7 cm, 25-gauge. It consists of three adequacy slides, one fixed slide, and a cytolyt vial for thin prep and cell block, specimen adequacy; follicular cells absent (dlg, (B)(6) 2015), specimen adequacy, 1b ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea." Concerning the injuries reported in this case, the following one/ones were reported via social media: inflammation in uterus, cervix messed up, ovary messed up, gas pain, cried, wanted to kill my husband, hot flashes, shoulder hurt, kidney hurt, sleep apnea, thyroid nodule, menopause and feel sad. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: ¿itching¿ added as allergy to metals symptom, ¿my hair is thinning¿ added as event. 20-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvis pain/ inter pain"), pelvic inflammatory disease ("pelvic pain/inflammation") and sleep apnoea syndrome ("sleep apnea") in a 30-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, induced abortion, frequency urinary, breast tenderness, breast reduction (back pain) and intrauterine device removal (pelvic pain). Previously administered products included for birth control: paragaurd from 2009 to 2010; for an unreported indication: ibuprofen, ferrous sulphate, promethazine, vitamin b-650, copper iud and oral contraceptive nos. Concurrent conditions included fever since(B)(6) 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since (B)(6) 2015, gastroenteritis since(B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since (B)(6) 2015, unsteady gait since (B)(6) 2015, incoordination since (B)(6) 2015, malaise since 7(B)(6) 2015, fatigue since (B)(6) 2015, hypersomnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since(B)(6) 2015, endometriosis since (B)(6) 2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016, ovarian cyst and dysuria. Family history included pancreatic carcinoma (mother), breast cancer (paternal aunt, at age 45), pancreatic cancer (mother) and thyroid cancer (aunt, maternal uncle). Concomitant products included leuprorelin acetate (lupron) for endometriosis as well as hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since 2016, intrauterine contraceptive device (paragard) from 2009 to 2010, metoclopramide since 2015, metronidazole since 2014, mirtazapine since 2015 and naproxen since 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), 2 months 18 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickle / nickel allergy") with pruritus. On (B)(6) 2014, the patient underwent tooth extraction ("dental problems : right upper back tooth excised"). On (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation / abnormal bleeding menorrhagia/menses increased to 7 days,before 5 days") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced the first episode of anaemia ("blood or heart disorder/condition type: anemia") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2015, the patient experienced the first episode of migraine ("migraines"), headache ("headaches / headaches"), depression ("worsening of depression / psychological or psychiatric problems condition: depression") and the second episode of migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue, too tired to walk"). On (B)(6) 2015, the patient experienced the first episode of thyroid mass ("other injury(ies) or complication (s) please describe: thyroid nodule"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain "), back pain ("severe, lower back pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), vaginal infection ("chronic vaginal infections") with vaginal discharge, rash ("rashes"), erythema ("skin redness"), the second episode of anaemia ("anemia"), abdominal pain ("abdomen pain"), uterine inflammation ("inflammation in uterus"), cervix disorder ("cervix messed up"), ovarian disorder ("ovary messed up"), flatulence ("gas pain"), crying ("cried"), feeling abnormal ("wanted to kill my husband"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder hurt"), renal pain ("kidney hurt"), sleep apnoea syndrome (seriousness criterion medically significant), the second episode of thyroid mass ("thyroid nodule"), menopause ("menopause"), depressed mood ("feel sad"), alopecia ("my hair is thinning") and irritable bowel syndrome ("irritable bowel syndrome following hysterectomy"). The patient was treated with antibiotics, doxycycline, iron, leuprorelin acetate (lupron depot-ped), metoclopramide (reglan), mirtazapine (remeron), norethisterone acetate (norethindrone acetate), paracetamol (tylenol 8 hour), sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy and laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, dysgeusia, headache, dyspareunia, depression, rash, erythema, fatigue, weight increased, the last episode of anaemia, vaginal haemorrhage, endometriosis, dizziness, cystitis interstitial and hot flush had resolved and the pelvic inflammatory disease, back pain, menstrual disorder, dental caries, tooth loss, breast pain, vaginal infection, allergy to metals, the last episode of migraine, tooth extraction, weight decreased, abdominal pain, uterine inflammation, cervix disorder, ovarian disorder, flatulence, crying, feeling abnormal, musculoskeletal pain, renal pain, sleep apnoea syndrome, the last episode of thyroid mass, menopause, depressed mood, alopecia and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, breast pain, cervix disorder, crying, cystitis interstitial, dental caries, depressed mood, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, feeling abnormal, flatulence, headache, hot flush, irritable bowel syndrome, menopause, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian disorder, pelvic inflammatory disease, pelvic pain, rash, renal pain, sleep apnoea syndrome, tooth extraction, tooth loss, uterine inflammation, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anaemia, the first episode of migraine, the first episode of thyroid mass, the second episode of anaemia, the second episode of migraine and the second episode of thyroid mass to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion.. Pathology test - on (B)(6) 2015: left 1.0 x 0.6 x 0.7 cm, 25-gauge. It consists of three adequacy slides, one fixed slide, and a cytolyt vial for thin prep and cell block, specimen adequacy; follicular cells absent (dlg, (B)(6) 2015), specimen adequacy, 1b. Ultrasound pelvis - on (B)(6) 2015: complete with transvaginal: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea." Concerning the injuries reported in this case, the following one/ones were reported via social media: inflammation in uterus, cervix messed up, ovary messed up, gas pain, cried, wanted to kill my husband, hot flashes, shoulder hurt, kidney hurt, sleep apnea, thyroid nodule, menopause and feel sad. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Event : irritable bowel syndrome was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvis pain/ inter pain"), pelvic inflammatory disease ("pelvic pain/inflammation"), sleep apnoea syndrome ("sleep apnea") and mammoplasty ("breast reduction") in a 30-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, induced abortion, frequency urinary, breast tenderness, breast reduction (back pain), intrauterine device removal (pelvic pain), bloating, abdominal pain, pid pelvic inflammatory disease, multigravida (3 normal spontaneous vaginal deliveries.), left lower quadrant pain, impaired fasting glucose, obesity, muscle strain, ovarian cyst, breast enlargement female, obstructive sleep apnea syndrome, neck pain, skeletal pain, loss of energy, memory disturbance, mood change, sexual dysfunction, shortness of breath, snoring, dry mouth, nightmares, nocturia, hypersomnia, pain, nausea, hemorrhoids, vomiting, irritable bowel syndrome and breast pain. Previously administered products included for birth control: paragaurd from 2009 to 2010; for an unreported indication: ferrous sulphate, ibuprofen, ortho tri-cyclen from (B)(6) 2011 to (B)(6) 2011, promethazine, copper iud, oral contraceptive nos, vitamin b-650 and bentyl. Concurrent conditions included fever since april 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since june 2015, gastroenteritis since (B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since september 2015, unsteady gait since (B)(6) 2015, incoordination since (B)(6) 2015, malaise since (B)(6) 2015, fatigue since (B)(6) 2015, hypersomnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since (B)(6) 2015, endometriosis since (B)(6) 2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016, ovarian cyst, dysuria, adnexa uteri pain, libido decreased, genital disorder female, breast discomfort, perineal pain, menstrual disorder, right upper quadrant pain, musculoskeletal pain, premenstrual syndrome and anxiety. Family history included pancreatic carcinoma (mother), breast cancer (paternal aunt, at age 45), pancreatic cancer (mother) and thyroid cancer (aunt, maternal uncle). Concomitant products included leuprorelin acetate (lupron) for endometriosis as well as hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) since 2016, hydrocodone bitartrate;paracetamol (norco), intrauterine contraceptive device (paragard) from 2009 to 2010, metoclopramide since 2015, metronidazole since 2014, mirtazapine since 2015, naproxen since 2017 and sulfamethoxazole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sex was too painful"), 2 months 18 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickle / nickel allergy") with pruritus. On (B)(6) 2014, the patient underwent tooth extraction ("dental problems : right upper back tooth excised"). On (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced the first episode of anaemia ("anemia") and the second episode of anaemia ("anemia"). On (B)(6) 2015, the patient experienced menorrhagia ("abnonnally heavy menstrual bleeding, prolonged menstruation / abnormal bleeding menorrhagia/menses increased to 7 days,before 5 days") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced the third episode of anaemia ("blood or heart disorder/condition type: anemia") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2015, the patient experienced the first episode of migraine ("migraines"), headache ("headaches / headaches"), depression ("worsening of depression / psychological or psychiatric problems condition: depression") and the second episode of migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue, too tired to walk"). On (B)(6) 2015, the patient experienced the first episode of thyroid mass ("other injury(ies) or complication (s) please describe: thyroid nodule"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("severe, lower back pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), the first episode of dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), vaginal infection ("chronic vaginal infections") with vaginal discharge, rash ("rashes"), erythema ("skin redness"), abdominal pain ("abdomen pain"), uterine inflammation ("inflammation in uterus"), cervix disorder ("cervix messed up"), ovarian disorder ("ovary messed up"), flatulence ("gas pain"), crying ("cried"), feeling abnormal ("wanted to kill my husband"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder hurt"), renal pain ("kidney hurt"), sleep apnoea syndrome (seriousness criterion medically significant), the second episode of thyroid mass ("thyroid nodule"), menopause ("menopause"), depressed mood ("feel sad"), alopecia ("my hair is thinning"), irritable bowel syndrome ("irritable bowel syndrome following hysterectomy"), the second episode of dysgeusia ("metal taste in mouth"), procedural complication ("complications from breast reduction") and loss of libido ("loss of libido") and underwent mammoplasty (seriousness criterion medically significant). The patient was treated with antibiotics, doxycycline, iron, leuprorelin acetate (lupron depot-ped), metoclopramide (reglan), mirtazapine (remeron), norethisterone acetate (norethindrone acetate), paracetamol (tylenol 8 hour), sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy and laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, headache, dyspareunia, depression, rash, erythema, fatigue, weight increased, vaginal haemorrhage, endometriosis, the last episode of anaemia, dizziness, cystitis interstitial and hot flush had resolved and the pelvic inflammatory disease, back pain, menstrual disorder, dental caries, tooth loss, breast pain, vaginal infection, allergy to metals, the last episode of migraine, tooth extraction, weight decreased, abdominal pain, uterine inflammation, cervix disorder, ovarian disorder, flatulence, crying, feeling abnormal, musculoskeletal pain, renal pain, sleep apnoea syndrome, the last episode of thyroid mass, menopause, depressed mood, alopecia, irritable bowel syndrome, female sexual dysfunction, mammoplasty, the last episode of dysgeusia, procedural complication and loss of libido outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, breast pain, cervix disorder, crying, cystitis interstitial, dental caries, depressed mood, depression, dizziness, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, feeling abnormal, female sexual dysfunction, flatulence, headache, hot flush, irritable bowel syndrome, loss of libido, mammoplasty, menopause, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian disorder, pelvic inflammatory disease, pelvic pain, procedural complication, rash, renal pain, sleep apnoea syndrome, tooth extraction, tooth loss, uterine inflammation, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anaemia, the first episode of dysgeusia, the first episode of migraine, the first episode of thyroid mass, the second episode of anaemia, the second episode of dysgeusia, the second episode of migraine, the second episode of thyroid mass and the third episode of anaemia to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion.. Pathology test - on (B)(6) 2015: left 1.0 x 0.6 x 0.7 cm, 25-gauge. It consists of three adequacy slides, one fixed slide, and a cytolyt vial for thin prep and cell block, specimen adequacy; follicular cells absent (dlg, (B)(6) 2015), specimen adequacy, 1b. Ultrasound pelvis - on (B)(6) 2015: impression: 1. 2. Subcentimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. 2. Normal endometrium. 3. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac.; on (B)(6) 2015: complete with transvaginal: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac. Impression: the endometrium is thickened but without focal masses or abnormal flow. Right ovary wnl. Left ovary - simple cyst no longer seen. Both ovaries demonstrate vascular flow. No free fluid is found in the pelvis. Ultrasound scan - on (B)(6) 2015: indication: pelvic pain. Uterus: anteverted. Size: longitudinal 84 mm. Anterio- posterior 41 mm. Transverse 56 mm. Volume: 101.0 ml. Endometrium: endometrium clearly visualized. Endometrium thickness total: 14.8 mm. Method: transvaginal ultrasound. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, dysmenorrhea, anemia, back pain, dizziness, depression, fatigue, headache, abdominal cramping, abdominal pain". "Concerning the injuries reported in this case, the following ones were reported via social media: inflammation in uterus, cervix messed up, ovary messed up, gas pain, cried, wanted to kill my husband, hot flashes, shoulder hurt, kidney hurt, sleep apnea, thyroid nodule, menopause and feel sad, pelvic pain, corpus luteum cyst, headaches, weight gain, dizziness, anemia, cramping. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. Her historical medication was added. Per plaintiff fact sheet following events: apareunia (inability to have sexual intercourse)/sex was too painful and decreased libido, breast reduction, metal taste in mouth, complications from breast reduction and anemia were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvis pain/ inter pain"), pelvic inflammatory disease ("pelvic pain/inflammation") and sleep apnoea syndrome ("sleep apnea") in a 30-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, induced abortion, frequency urinary, breast tenderness, breast reduction (back pain) and intrauterine device removal (pelvic pain). Previously administered products included for birth control: paragaurd from 2009 to 2010; for an unreported indication: ferrous sulphate in 2012, ibuprofen in 2012, promethazine in 2011, vitamin b-650, copper iud and oral contraceptive nos. Concurrent conditions included fever since (B)(6) 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since (B)(6) 2015, gastroenteritis since (B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since (B)(6) 2015, unsteady gait since (B)(6) 2015, incoordination since (B)(6) 2015, malaise since (B)(6) 2015, fatigue since (B)(6) 2015, hypersomnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since (B)(6) 2015, endometriosis since (B)(6) 2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016, ovarian cyst and dysuria. Family history included pancreatic carcinoma (mother), breast cancer (paternal aunt, at age 45), pancreatic cancer (mother) and thyroid cancer (aunt, maternal uncle). Concomitant products included leuprorelin acetate (lupron) for endometriosis as well as intrauterine contraceptive device (paragard) from 2009 to 2010, metoclopramide since 2015, metronidazole since 2014, mirtazapine since 2015, naproxen since 2017 and procet (hydrocodone/acetaminophen) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 18 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickle / nickel allergy"). On (B)(6) 2014, the patient underwent tooth extraction ("dental problems : right upper back tooth excised"). On (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("abnonnally heavy menstrual bleeding, prolonged menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced the first episode of anaemia ("blood or heart disorder/condition type: anemia") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2015, the patient experienced headache ("headaches / headaches"), depression ("worsening of depression / psychological or psychiatric problems condition: depression") and the first episode of migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue, too tired to walk"). On (B)(6) 2015, the patient experienced the first episode of thyroid mass ("other injury(ies) or complication (s) please describe: thyroid nodule"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain "), back pain ("severe, lower back pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), the second episode of migraine ("migraines"), vaginal infection ("chronic vaginal infections") with vaginal discharge, rash ("rashes"), erythema ("skin redness"), the second episode of anaemia ("anemia"), abdominal pain ("abdomen pain"), uterine inflammation ("inflammation in uterus"), cervix disorder ("cervix messed up"), ovarian disorder ("ovary messed up"), flatulence ("gas pain"), crying ("cried"), feeling abnormal ("wanted to kill my husband"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder hurt"), renal pain ("kidney hurt"), sleep apnoea syndrome (seriousness criterion medically significant), the second episode of thyroid mass ("thyroid nodule"), menopause ("menopause") and depressed mood ("feel sad"). The patient was treated with co-trimoxazole (bactrim), norethisterone acetate (norethindrone acetate), leuprorelin acetate (lupron depot-ped), iron, metoclopramide (reglan), doxycycline, paracetamol (tylenol 8 hour), antibiotics, mirtazapine (remeron), surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, dysgeusia, headache, dyspareunia, depression, rash, erythema, fatigue, weight increased, the last episode of anaemia, vaginal haemorrhage, endometriosis, dizziness, cystitis interstitial and hot flush had resolved and the pelvic inflammatory disease, back pain, menstrual disorder, dental caries, tooth loss, breast pain, the last episode of migraine, vaginal infection, allergy to metals, tooth extraction, weight decreased, abdominal pain, uterine inflammation, cervix disorder, ovarian disorder, flatulence, crying, feeling abnormal, musculoskeletal pain, renal pain, sleep apnoea syndrome, the last episode of thyroid mass, menopause and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, breast pain, cervix disorder, crying, cystitis interstitial, dental caries, depressed mood, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, feeling abnormal, flatulence, headache, hot flush, menopause, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian disorder, pelvic inflammatory disease, pelvic pain, rash, renal pain, sleep apnoea syndrome, tooth extraction, tooth loss, uterine inflammation, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anaemia, the first episode of migraine, the first episode of thyroid mass, the second episode of anaemia, the second episode of migraine and the second episode of thyroid mass to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes (B)(6) 2013: fl hysterosalpingography: essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion. (B)(6) 2015: us pelvic complete with transvaginal: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac (B)(6) 2015 : final pathological report : left 1.0 x 0.6 x 0.7 cm, 25-gauge. It consists of three adequacy slides, one fixed slide, and a cytolyt vial for thin prep and cell block, specimen adequacy; follicular cells absent (dlg, (B)(6) 2015), specimen adequacy, 1b; ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea." Concerning the injuries reported in this case, the following one/ones were reported via social media: inflammation in uterus, cervix messed up, ovary messed up, gas pain, cried, wanted to kill my husband, hot flashes, shoulder hurt, kidney hurt, sleep apnea, thyroid nodule, menopause and feel sad. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case. New reporter added. Events inflammation in uterus, cervix messed up, ovary messed up, gas pain, cried, wanted to kill my husband, hot flashes, shoulder hurt, kidney hurt, sleep apnea, thyroid nodule, menopause and feel sad added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvis pain/ inter pain") and pelvic inflammatory disease ("pelvic pain/inflammation") in a 30-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, induced abortion, frequency urinary, breast tenderness, breast reduction (back pain) and intrauterine device removal (pelvic pain). Previously administered products included for birth cantrol: paragaurd from 2009 to 2010; for an unreported indication: ferrous sulphate in 2012, ibuprofen in 2012, promethazine in 2011, vitamin b-650, copper iud and oral contraceptive nos. Concurrent conditions included fever since (B)(6) 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since (B)(6) 2015, gastroenteritis since (B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since (B)(6) 2015, unsteady gait since (B)(6) 2015, incoordination since (B)(6) 2015, malaise since (B)(6) 2015, fatigue since (B)(6) 2015, hypersomnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since (B)(6) 2015, endometriosis since (B)(6) 2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016, ovarian cyst and dysuria. Family history included pancreatic carcinoma (mother), breast cancer (paternal aunt, at age 45), pancreatic cancer (mother) and thyroid cancer (aunt, maternal uncle). Concomitant products included leuprorelin acetate (lupron) for endometriosis as well as intrauterine contraceptive device (paragard) from 2009 to 2010, metoclopramide since 2015, metronidazole since 2014, mirtazapine since 2015, naproxen since 2017 and procet (hydrocodone/acetaminophen) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickle / nickel allergy"). On (B)(6) 2014, the patient underwent tooth extraction ("dental problems : right upper back tooth excised"). On (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced the first episode of anaemia ("blood or heart disorder/condition type: anemia") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2015, the patient experienced headache ("headaches / headaches"), depression ("worsening of depression / psychological or psychiatric problems condition: depression") and the first episode of migraine ("migraines"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced thyroid mass ("other injury(ies) or complication (s) please describe: thyroid nodule"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain "), back pain ("severe, lower back pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), the second episode of migraine ("migraines"), vaginal infection ("chronic vaginal infections") with vaginal discharge, rash ("rashes"), erythema ("skin redness"), the second episode of anaemia ("anemia") and abdominal pain ("abdomen pain"). The patient was treated with co-trimoxazole (bactrim), norethisterone acetate (norethindrone acetate), leuprorelin acetate (lupron depot-ped), iron, metoclopramide (reglan), doxycycline, paracetamol (tylenol 8 hour), antibiotics, mirtazapine (remeron) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, dysgeusia, headache, dyspareunia, depression, rash, erythema, fatigue, weight increased, the last episode of anaemia, vaginal haemorrhage, endometriosis, dizziness and cystitis interstitial had resolved and the pelvic inflammatory disease, back pain, menstrual disorder, dental caries, tooth loss, breast pain, the last episode of migraine, vaginal infection, allergy to metals, tooth extraction, weight decreased, thyroid mass and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, breast pain, cystitis interstitial, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, headache, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, rash, thyroid mass, tooth extraction, tooth loss, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of anaemia, the first episode of migraine, the second episode of anaemia and the second episode of migraine to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes (B)(6) 2013: fl hysterosalpingography: essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion. (B)(6) 2015: us pelvic complete with transvaginal: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac (B)(6) 2015 : final pathological report : left 1.0 x 0.6 x 0.7 cm, 25-gauge. It consists of three adequacy slides, one fixed slide, and a cytolyt vial for thin prep and cell block, specimen adequacy; follicular cells absent (dlg, (B)(6) 2015), specimen adequacy, 1b; ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea." Most recent follow-up information incorporated above includes: on 5-jun-2018: historical drug, concomitant drugs and treatment drug were added. Added event interstitial cystitis and event updated for dental problem to tooth extract. Updated onset date and outcome. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("pelvic pain/inflammation") in a (B)(6) year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, induced abortion, frequency urinary and breast tenderness. Previously administered products included for an unreported indication: copper iud and oral contraceptive nos. Concurrent conditions included fever since (B)(6) 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since (B)(6) 2015, gastroenteritis since (B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since (B)(6) 2015, unsteady gait since (B)(6) 2015, incoordination since (B)(6) 2015, malaise since (B)(6) 2015, fatigue since (B)(6) 2015, somnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since (B)(6) 2015, endometriosis since (B)(6)2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016 and ovarian cyst. Family history included pancreatic carcinoma (mother) and breast cancer (paternal aunt, at age (B)(6)). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe, lower back pain"), menorrhagia ("abnonnally heavy menstrual bleeding, prolonged menstruation,"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of depression"), rash ("rashes"), erythema ("skin redness"), fatigue ("chronic fatigue"), weight increased ("weight gain"), anaemia ("anemia") and allergy to metals ("allergy to nickle"). The patient was treated with surgery (olaparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, breast pain, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, rash, erythema, fatigue, weight increased, anaemia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, back pain, breast pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, rash, tooth loss, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, underwent a hysterectomy, bilateral salpingectomy, and unilateral left side oophorectomy during which her uterus, cervix, both fallopian tubes and left ovary were all removed. Since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes (not applicable) (B)(6) 2013: fl hysterosalpingography: clinical history: tubal occlusion, status post essure placement. Technique: after informed consent was obtained cervix was cleaned and a sterile #5 french hysrerosalpingogram catheter was inserted into the endocervical canal and advanced into the endometrial canal where the balloon tip was inflated. Omnipaque 300 contrast materiall0 - 20 ml infused under fluoroscopic guidance. Findings: normal appearance of the uterine cavity with no filling defects. Essure devices are appropriately positioned in the isthmic portions of the fallopian tubes. There is no opacification of bilateral fallopian tubes, and no free flow into the peritoneal spaces. The visualized endocervical canal is normal. Impression: essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion. (B)(6) 2015: us pelvic complete with transvaginal: clinical history: chronic pelvic and left lower quadrant pain. Technique: high-resolution real-time grayscale and color-flow sonographic interrogation of the pelvis trans abdominally and transvaginally. Findings: the uterus measures 9.8 x 4.0 x 5.1 cm. Two small fundal fibroids are identified measuring eight and 5 mm respectively in greatest dimension. Endometrium measures 12.7 mm in greatest ap dimension and demonstrates no significant abnormality. The right ovary measures 3.2 x 2.4 x 1.5 cm and demonstrates flow. The left ovary measures 3.5 x 3.3 x 2.1 cm also demonstrates flow. There is a simple 2.2 cm cyst in the left ovary. There is no free fluid in the culde- sac. Impression: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac. (B)(6) 2015: gynecological ultrasound report: indication: pelvic pain. Gynecological ultrasonography: uterus: anteverted. Size: longitudinal 84 mm. Anterio- posterior 41 mm. Transverse 56 mm. Volume: 101.0 ml. Endometrium: endometrium clearly visualized. Endometrium thickness total: 14.8 mm. Right ovary: right ovary size: 27 mm x 33 mm x 17 mm. Volume: 7.9 ml. Left ovary: left ovary size: 24 mm x 26 mm x 18 mm. Volume: 5.9 ml. Method: transvaginal ultrasound, color doppler, 2 d, 3 d ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Event pelvic inflammatory disease added. Lot number added. Lab data updated. Concomitant condition and drug added. Historical drug and condition are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic inflammatory disease ("pelvic pain/inflammation") in a 32-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, induced abortion, frequency urinary, breast tenderness and breast reduction. Previously administered products included for an unreported indication: copper iud and oral contraceptive nos. Concurrent conditions included fever since (B)(6) 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since (B)(6) 2015, gastroenteritis since (B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since (B)(6) 2015, unsteady gait since september 2015, incoordination since september 2015, malaise since (B)(6) 2015, fatigue since (B)(6) 2015, somnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since (B)(6) 2015, endometriosis since (B)(6) 2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016, ovarian cyst and dysuria. Family history included pancreatic carcinoma (mother), breast cancer (paternal aunt, at age 45), pancreatic cancer (mother) and thyroid cancer (aunt, maternal uncle). Concomitant products included leuprorelin acetate (lupron) for endometriosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation,"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), depression ("worsening of depression"), rash ("rashes"), erythema ("skin redness"), fatigue ("chronic fatigue"), weight increased ("weight gain"), anaemia ("anemia") and allergy to metals ("allergy to nickle"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, breast pain, migraine, headache, vaginal infection, dyspareunia, depression, rash, erythema, fatigue, weight increased, anaemia and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, back pain, breast pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, rash, tooth loss, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, underwent a hysterectomy, bilateral salpingectomy, and unilateral left side oophorectomy during which her uterus, cervix, both fallopian tubes and left ovary were all removed. Since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes (not applicable). On (B)(6) 2013: fl hysterosalpingography: clinical history: tubal occlusion, status post essure placement. Technique: after informed consent was obtained cervix was cleaned and a sterile #5 french hysrerosalpingogram catheter was inserted into the endocervical canal and advanced into the endometrial canal where the balloon tip was inflated. Omnipaque 300 contrast materiall0 - 20 ml infused under fluoroscopic guidance. Findings: normal appearance of the uterine cavity with no filling defects. Essure devices are appropriately positioned in the isthmic portions of the fallopian tubes. There is no opacification of bilateral fallopian tubes, and no free flow into the peritoneal spaces. The visualized endocervical canal is normal. Impression: essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion. On (B)(6) 2015: us pelvic complete with transvaginal: clinical history: chronic pelvic and left lower quadrant pain. Technique: high-resolution real-time grayscale and color-flow sonographic interrogation of the pelvis trans abdominally and transvaginally. Findings: the uterus measures 9.8 x 4.0 x 5.1 cm. Two small fundal fibroids are identified measuring eight and 5 mm respectively in greatest dimension. Endometrium measures 12.7 mm in greatest ap dimension and demonstrates no significant abnormality. The right ovary measures 3.2 x 2.4 x 1.5 cm and demonstrates flow. The left ovary measures 3.5 x 3.3 x 2.1 cm also demonstrates flow. There is a simple 2.2 cm cyst in the left ovary. There is no free fluid in the culde- sac. Impression: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac. On (B)(6) 2015: gynecological ultrasound report: indication: pelvic pain. Gynecological ultrasonography: uterus: anteverted. Size: longitudinal 84 mm. Anterio- posterior 41 mm. Transverse 56 mm. Volume: 101.0 ml. Endometrium: endometrium clearly visualized. Endometrium thickness total: 14.8 mm. Right ovary: right ovary size: 27 mm x 33 mm x 17 mm. Volume: 7.9 ml. Left ovary: left ovary size: 24 mm x 26 mm x 18 mm. Volume: 5.9 ml. Method: transvaginal ultrasound, color doppler, 2 d, 3 d on (B)(6) 2015 : final pathological report : left 1.0 x 0.6 x 0.7 cm, 25-gauge. It consists of three adequacy slides, one fixed slide, and a cytolyt vial for thin prep and cell block, specimen adequacy; follicular cells absent (dlg, (B)(6) 2015), specimen adequacy, 1b; ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: case became medically confirm. Family history, lab data added from medical record received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe, lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation,"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of depression"), rash ("rashes"), erythema ("skin redness"), fatigue ("chronic fatigue"), weight increased ("weight gain"), anaemia ("anemia") and allergy to metals ("allergy to nickle"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy, bilateral salpingectomy and unilateral left side oophorectomy done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, breast pain, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, rash, erythema, fatigue, weight increased, anaemia and allergy to metals outcome was unknown the reporter considered abdominal pain lower, allergy to metals, anaemia, back pain, breast pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, tooth loss, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, underwent a hysterectomy, bilateral salpingectomy, and unilateral left side oophorectomy during which her uterus, cervix, both fallopian tubes and left ovary were all removed. Since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes (not applicable). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvis pain") and pelvic inflammatory disease ("pelvic pain/inflammation") in a 30-year-old female patient who had essure (batch no. A66680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, induced abortion, frequency urinary, breast tenderness, breast reduction (back pain) and intrauterine device removal (pelvic pain). Previously administered products included for an unreported indication: copper iud and oral contraceptive nos. Concurrent conditions included fever since (B)(6) 2015, infection nos since (B)(6) 2015, diarrhea since (B)(6) 2015, helicobacter pylori test positive since (B)(6) 2015, anemia since (B)(6) 2015, overweight since (B)(6) 2015, dizziness since (B)(6) 2015, gastroenteritis since (B)(6) 2015, labyrinthitis since (B)(6) 2015, suprapubic pain since (B)(6) 2015, depression since (B)(6) 2015, stomach function disorder since (B)(6) 2015, unsteady gait since (B)(6) 2015, incoordination since (B)(6) 2015, malaise since (B)(6) 2015, fatigue since (B)(6) 2015, somnolence since (B)(6) 2015, thyroid nodule since (B)(6) 2015, sleep apnea since (B)(6) 2015, endometriosis since (B)(6) 2016, hypersomnia since (B)(6) 2016, breast enlargement female since (B)(6) 2016, macromastia since (B)(6) 2016, ovarian cyst and dysuria. Family history included pancreatic carcinoma (mother), breast cancer (paternal aunt, at age 45), pancreatic cancer (mother) and thyroid cancer (aunt, maternal uncle). Concomitant products included leuprorelin acetate (lupron) for endometriosis as well as intrauterine contraceptive device (paragard) from 2009 to 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 18 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced weight increased ("weight gain / weight gain"), the first episode of weight decreased ("weight loss") and the second episode of weight decreased ("weight gain / weight gain"). On (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickle / nickel allergy"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced the first episode of anaemia ("blood or heart disorder/condition type: anemia") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2015, the patient experienced headache ("headaches / headaches"), depression ("worsening of depression / psychological or psychiatric problems condition: depression") and the first episode of migraine ("migraines "). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced thyroid mass ("other injury(ies) or complication (s) please describe: thyroid nodule"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("severe, lower back pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), breast pain ("mastalgia"), the second episode of migraine ("migraines"), vaginal infection ("chronic vaginal infections") with vaginal discharge, rash ("rashes"), erythema ("skin redness"), the second episode of anaemia ("anemia") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, back pain, menstrual disorder, dental caries, tooth loss, breast pain, the last episode of migraine, headache, vaginal infection, dyspareunia, depression, fatigue, weight increased, the last episode of anaemia, allergy to metals, endometriosis, tooth disorder, dizziness, thyroid mass, abdominal pain and the last episode of weight decreased outcome was unknown and the dysmenorrhoea, menorrhagia, dysgeusia, rash, erythema and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, breast pain, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, headache, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, rash, thyroid mass, tooth disorder, tooth loss, vaginal haemorrhage, vaginal infection, weight increased, the first episode of anaemia, the first episode of migraine, the first episode of weight decreased, the second episode of anaemia, the second episode of migraine and the second episode of weight decreased to be related to essure. The reporter commented: on (B)(6) 2016, underwent a hysterectomy, bilateral salpingectomy, and unilateral left side oophorectomy during which her uterus, cervix, both fallopian tubes and left ovary were all removed. Since her removal surgery, symptoms have mostly resolved, though some remain. Additionally, as a result she undergo an oophorectomy. Bilateral placement of coils/devices: right ¿ 6, left - 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes (not applicable) (B)(6) 2013: fl hysterosalpingography: clinical history: tubal occlusion, status post essure placement. Technique: after informed consent was obtained cervix was cleaned and a sterile #5 french hysterosalpingogram catheter was inserted into the endocervical canal and advanced into the endometrial canal where the balloon tip was inflated. Omnipaque 300 contrast material 0 - 20 ml infused under fluoroscopic guidance. Findings: normal appearance of the uterine cavity with no filling defects. Essure devices are appropriately positioned in the isthmic portions of the fallopian tubes. There is no opacification of bilateral fallopian tubes, and no free flow into the peritoneal spaces. The visualized endocervical canal is normal. Impression: essure devices appropriately positioned in isthmic portion of the fallopian tubes. No peritoneal extravasation, consistent with tubal occlusion. (B)(6) 2015: us pelvic complete with transvaginal: clinical history: chronic pelvic and left lower quadrant pain. Technique: high-resolution real-time grayscale and color-flow sonographic interrogation of the pelvis trans abdominally and transvaginally. Findings: the uterus measures 9.8 x 4.0 x 5.1 cm. Two small fundal fibroids are identified measuring eight and 5 mm respectively in greatest dimension. Endometrium measures 12.7 mm in greatest ap dimension and demonstrates no significant abnormality. The right ovary measures 3.2 x 2.4 x 1.5 cm and demonstrates flow. The left ovary measures 3.5 x 3.3 x 2.1 cm also demonstrates flow. There is a simple 2.2 cm cyst in the left ovary. There is no free fluid in the culde- sac. Impression: sub centimeter size uterine fibroids. Uterus measures 9.8 cm greatest dimension. Normal endometrium. Simple appearing 2.2 cm left ovarian cyst. Both ovaries are of normal size and appearance. No free fluid in the cul-de-sac (B)(6) 2015: gynecological ultrasound report: indication: pelvic pain. Gynecological ultrasonography: uterus: anteverted. Size: longitudinal 84 mm. Anterio- posterior 41 mm. Transverse 56 mm. Volume: 101.0 ml. Endometrium: endometrium clearly visualized. Endometrium thickness total: 14.8 mm. Right ovary: right ovary size: 27 mm x 33 mm x 17 mm. Volume: 7.9 ml. Left ovary: left ovary size: 24 mm x 26 mm x 18 mm. Volume: 5.9 ml. Method: transvaginal ultrasound, color doppler, 2 d, 3 d (B)(6) 2015 : final pathological report : left 1.0 x 0.6 x 0.7 cm, 25-gauge. It consists of three adequacy slides, one fixed slide, and a cytolyt vial for thin prep and cell block, specimen adequacy; follicular cells absent (dlg, (B)(6) 2015), specimen adequacy, 1b; ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events added from pfs-abnormal bleeding vaginal, abnormal bleeding menorrhagia, psychological or psychiatric problems condition: depression, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, blood or heart disorder/condition type: anemia, dental problems, neurological conditions or problems type: dizziness, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, weight loss, other injury(ies) or complication (s) please describe: thyroid nodule. Lot number a66680, concomitant disease, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.